Event description:
The customer alleged the reservoir was cracked and leaking. The unit was out of service. The customer had touched the cidex opa and stained four fingers on the right hand when he was wiping up a spill from a leaking aer tank. The customer did not wear ppe (personal protective equipment). He rinsed the contact area with water. Asp reviewed the msds regarding contact with cidex opa. A customer letter addressing how to handle the spill was also sent to the customer. No other hr issues were reported. No medical attention was sought. The customer has completely recovered from the event. An asp field service engineer (fse) went to the facility to assess the unit. The customer later stated the unit is back in operation.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The field service engineer (fse) arrived and found the unit sitting in a storage room with towels around it. The fse informed the customer not to remove a leaking unit, instead perform the "empty disinfectant". The fse replaced the tank assembly. The unit could not be tested in the storage room. The customer stated the unit is back in operation.